Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. Also ran basal, bolus occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a paradigm pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was air bubble present in reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.